Event description:
This patient's cochlear implant showed abnormalities on an integrity test given by the implant clinic. Several electrods were found to be malfunctioning. Therefore, explanation and reimplantion with a new device was recommended. Explanation/reimplantation surgery was successfully completed in 2005.